Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump had minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, cracked reservoir tube lip. The insulin pump was unable to perform the displacement test due to display anomaly.

Event description:
The customer reported via phone call that the screen broke. The customer reported that there was a crack inside the screen. The customer reported that the insulin pump was dropped. The customer's blood glucose was 90 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.